Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient and facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection between the apd luer lock adaptor and the final solution bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell five of five of treatment and the treatment was cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the cancelled treatment. Upon follow up, the patient stated they had tightened the connection between the apd luer lock adaptor and solution bag during setup, however it became loose during treatment. The patient stated they were near the end of treatment when the alarm occurred so they called their nurse following the event and was advised that it was okay to end treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation.